Manufacturer narrative:
Clinical conclusion: there is a probable temporal relationship between the patient expiring and completing pd therapy on the liberty select cycler, although the timeframe between the patient completing pd therapy and expiration cannot be confirmed. There is no documentation in the complaint file to show a causal relationship between the patient death and the liberty select cycler. Additionally, there is no allegation of a machine malfunction or deficiency reported for this event. The patient¿s history of chronic obstructive pulmonary disease (copd), diabetes and dyslipidemia could have contributed to the death. Pd patients have a poor long time survival rate, at on 11% surviving past 10 years. Based on the available information, a cause of the death cannot be concluded. Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that this male patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) reported that the patient expired several months ago. Follow up with the patient¿s peritoneal dialysis nurse indicates that the patient expired on (B)(6) 2018 from an unknown cause. The patient was an active pd patient and did perform pd therapy on the liberty select cycler prior to expiration. Additional information was solicited.